Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to (B)(4) of 2007. Philips field service engineer (fse) was contacted by the customer site for questions concerning the reported event. The incident was stated to have occurred during a lightening storm. The fse confirmed that the incident was handled locally by the site biomedical technicians and electricians. A replacement teal was order and installed by the local biomedical personnel, as well as an electrician. The fse confirmed that the system is running well.(B)(4).

Event description:
Philips received info from a customer site that two of the teal isolation transformer movs caught fire. There was no report of injury to pt or operator as a result of this reported event.